Event description:
Clinic notes were received indicating that the vns patient¿s device showed an ifi condition so the patient was referred for surgery. Follow-up revealed that the patient had been experiencing an increase in breakthrough seizures. No known surgical interventions have occurred to date.

Event description:
Patient underwent generator explant on (B)(6) 2014. It was also reported that the patients seizure rate prior to the explant was better than pre-vns baseline levels. It was mentioned that the patient has experienced mini-strokes that are believed to be exacerbating the seizures. The mini-strokes are not related to vns therapy.

Manufacturer narrative:
.